Event description:
The pt was reportedly experiencing pain, swelling and drainage at the incision site. On (B)(6) 2013, the pt was seen in the ER and prescribed augmentin for 10 days. On (B)(6) 2013, the pt was seen by an ent doctor and a small purulent drainage was treated with a bactrian ointment. On (B)(6) 2013, the swelling was resolved but the pt had pain at the mastoid site and was prescribed tylenol. On (B)(6) 2013, the pt was prescribed bactrim 400-800 twice a day for 21 days, acetaminophen 325 and loratadine 10 mg once a day. On (B)(6) 2013, the pt reportedly experienced pain, soft, tissue swelling, and tenderness at the mastoid. The pt also had headaches, vertigo, and nausea. The pt was hospitalized on (B)(6) 2013 for four days. The pt was also prescribed topical bacterium. Outpatient, antimicrobial therapy has not been beneficial to the pt. The pt has not used the external equipment consistently due to pain and discomfort. The external equipment magnet strength is adequate and the programming changes has improved the pt's sound quality. Device testing revealed normal function. Vestibular testing has been recommended. Allergy testing is under consideration.